Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that approximately three months post vena cava filter implant during the scheduled filter retrieval, the filter was noted to be tilted and the apex appeared to be embedded in the ivc wall. Several attempts were made to retrieve the filter with a snare; however, they were unsuccessful and the filter remains implanted. There was no reported pt injury.